Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no product issue reported from this lot. All available information was investigated, and a reported leaflet grasping and single leaflet device attachment (slda) appear to be due to challenging patient anatomy/morphology. Additionally, reported entrapment of the device appears to be due to procedural circumstances. Furthermore, reported patient effect of unchanged mr was due to reported slda. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. MFR site - contact office first and last name.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed for single leaflet device attachment. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4 and a restricted posterior leaflet with a flail. A mitraclip xtr was advanced and grasping was attempted, however it was noted to be challenging. During grasping, the a2 flail chord got caught in the grippers in the left ventricle. Troubleshooting attempts were performed to free the clip but were unsuccessful. Grasping attempt continued and achieved; leaflet insertion was sufficient and the clip was deployed. After deployment, a single leaflet device attachment (slda) occurred. The clip detached from the posterior leaflet and remained attached to the anterior leaflet. The mr remained at 4 post slda. A mitraclip ntr was advanced to stabilize the slda, however the gap was significant making it impossible to grasp the leaflets. The clip was not implanted and the device was removed. The procedure was completed and the patient is under consult for a possible surgery, however no treatment has been planned at this time. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.